Event description:
Additional information was received which confirmed that the valve could not be released from the dcs as the capsule was not moving.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the subject delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule fully closed. Delamination was observed over the nitinol reinforcing frame along the capsule. There was a bend to the stability shaft. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. The actuator was able to be retracted via rotation with resistance noted, however the capsule could not be retracted. A slight gap was visibly forming at the end cap during the attempt to deploy the capsule. Following further rotation of the actuator and resistance building in the handle, the end cap separated. There was damage observed on the threading of the screw gear. The valve was unable to be deployed. Updated b5. Updated d3. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, that the valve was repositioned three times, due to the valve being too deep. Upon the final deployment, the valve would not release.

Manufacturer narrative:
Image review: 31 fluoroscopic cine loops of the fluoroscopic valve load check, pre balloon dilatation and implant procedure were provided for review. The patient summary was not provided for anatomical review. From the image material provided, it was not possible to identify any issues that could have contributed to the valve being unable to be deployed. The only irregularity from the provided material was seen towards the end of the last video sequence, before the implanter exchanged the delivery catheter system (dcs) for the replacement one. An image showed a narrowing of the inflow portion of the non-deployed valve. It formed while the operator apparently was trying to deploy the valve. Notably, neither the hat-marker nor the rest of the dcs was moving. Therefore, no specific root cause could be identified with the image material provided. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evolutr-29; product lot/serial number: (B)(6); product type: heart valves product ID: evolutr-29; product lot/serial number: unknown; product type: heart valves product ID: unknown medtronic dcs; product lot/serial number: unknown; product type: heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was repositioned three t imes for unspecified reasons. Afterward, the valve could not be released from the delivery catheter system (dcs). A new dcs and valve were successfully used to complete the implant procedure. No adverse patient effects were reported.